Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: during investigation the keypad cover was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no damage or contamination was found under the button contacts. The complaint of a response issue with the keypad buttons was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.